Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device and patient-device incompatibility. This information was received from a single source. The patient was reported as a male who weighed (B)(6) kgs. The patient's age was not provided.